Manufacturer narrative:
The oad and viperwire guide wire were received at csi for analysis. Visual examination revealed the guide wire spring tip core wire and support ribbon to be fractured, and the proximal spring tip solder bond was damaged. There was no damage observed with the oad. Scanning electron microscopy analysis of the spring tip of the guide wire identified evidence of rotational damage on the spring coils, a torsional fracture on the core wire, and a fractured spring coil from contact with the spinning tip bushing. The oad functioned as intended when tested. At the conclusion of the device analysis, the report that the device became stuck on the guide wire could not be confirmed through analysis. The instructions for use of the diamondback coronary orbital atherectomy system states: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device was selected for treatment of a calcified lesion located in the right coronary artery. Prior to orbital atherectomy, an intravascular ultrasound (ivus) catheter had been unable to cross the lesion. The oad was operated for two treatment passes on low speed. The oad and viperwire guide wire were then removed so that ivus could be performed. Upon removal, the oad was stuck on the spring tip of the viperwire guide wire. Ivus was performed in order to use the second oad, and a 30 minute delay to remove the device and wire, perform ivus and re-wire the lesion occurred. The procedure was completed with the second oad and wire and the patient was in good condition.